Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation and memory corruption. The device was explanted and replaced on (B)(6) 2014. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.